Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery during a bolus attempt after the customer had eaten breakfast. The patient's blood glucose at the time of incident was 401 mg/dl. The customer had not yet treated at the time of call. Troubleshooting was initiated for the no delivery alarm. A prime was attempted and the insulin pump alarmed no delivery. The customer removed the reservoir, rewound the insulin pump, and reinserted the reservoir. A prime was attempted and insulin exited without incident. The customer was advised that the insulin pump was working as designed. The insulin pump was not returned for analysis.